Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 107 mg/dl. The customer stated that she don't know if seatbelt was pressed on it just got home from birthday dinner with friends. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump gave a button error alarm followed by intermittent buttons due to corroded keypad traces. The pump also had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a stained end cap sticker, and a broken belt clip slot.